Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: endoleak likely caused by disease progression.

Event description:
On (B)(6) 2008, this pt underwent emergency endovascular repair of a ruptured abdominal aortic aneurysm using gore excluder aaa endoprosthesis. Completion angiogram revealed a distal type 1 endoleak originating from the right common iliac artery where a gore excluder aaa endoprosthesis contralateral leg component had been implanted. A bare metal stent was then implanted in the distal end of the contralateral leg component. Angiogram was again performed which revealed that the distal type 1 endoleak was resolved. On (B)(6) 2010, computed tomography revealed a distal type I endoleak originating from the right common iliac artery. According to the physician, dilation of the right common iliac artery was caused by disease progression. On (B)(6) 2011, a reintervention occurred whereby a contralateral leg component was implanted in the right common iliac artery to address the distal type I endoleak. Completion angiogram revealed that the endoleak was resolved.